Event description:
The patient passed away in his sleep two days after vns generator replacement. The patients device remained implanted after his passing. No other relevant information has been received to date.

Event description:
The device history record was reviewed and the device was confirmed to be sterilized and had no nonconformities prior to distribution.